Event description:
It was reported via repair work order that the bed was drifting due to damaged hi/lo motor glide nuts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.